Manufacturer narrative:
No button error alarm. The insulin pump had intermittent button response due to moisture damage keypad trace. The device had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, and reservoir tube cracked. The device was monitor and no beeping or black circle noted during our testing. No moisture damage electronic assembly.

Event description:
It was reported, the customer had a button error alarm. The customer also reported a black circle on their screen. Customer could not clear the button error alarm. The customer could not recall damaging the insulin pump. Customer also stated the alarm returned after leaving the battery out of their insulin pump for 30 minutes. The customer's blood glucose was 127 mg/dl. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.